Manufacturer narrative:
The power management board was received in getinge's national repair center (ncr). A supplemental report will be submitted when additional information is provided.

Event description:
N/a

Manufacturer narrative:
A getinge technician at getinge's national repair center (nrc) inspected the power management board (pmb) per procedure with no visual damage observed. The nrc installed the pmb into the cardiosave test fixture and tested the pmb to factory specifications per procedure. The nrc verified the failure of the batteries not charging. The pmb failed testing and will be sent to the supplier for failure analysis per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse found the unit connected to ac power in biomed shop. Battery in bay 1 was fully charged (5 leds illuminated, 80-100% approx. State of charge), but battery in bay 2 was partially charged (2 leds illuminated, 20%-40% approx. State of charge). Iabp appeared to recognize both batteries but would not charge battery 2. The battery charging led indicator on the cart would flash, but the leds on the battery itself would not illuminate and continuously flash to represent charging. The battery voltage and charge cycle counts for both batteries were within specifications. Event logs revealed no critical fault codes or electrical test failures. Battery 2 was removed and a run time was performed on battery 1 in both bays. Once discharged, battery 1 would also intermittently charge in either bay when iabp was connected to ac power. Power management pcb & main fan was removed, cleaned of any dust and reseated. This did not resolve the charging issue and determined the issue was with the power management pcb, a fault generated by the battery charging circuit. To fix the issue, the fse replaced the power management pcb using a screw kit, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) lower chamber would not heat, the fan was off, and had charging issues. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.